Event description:
Healthcare professional confirmed the event of rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side pain and rupture. Healthcare professional confirmed the event of rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and rupture.

Event description:
Patient reported left side pain and rupture. Device remains implanted.